Manufacturer narrative:
Additional information was received on august 13, 2019, and it was noted that the patient was a 61 year old male. Therefore, section a2. Patient age at the time of event and age unit were populated. Section a3. Sex was also populated with m. It was also reported that the physician did not provide an opinion regarding the cause of the adverse event. There were no errors observed on any biosense webster, inc. Equipment. Manufacturer's reference # ==> pc-(B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30185434l number, and no internal actions related to the complaint was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During ablating at the roof line after pulmonary vein isolation, the patient became hypotensive and cardiac tamponade was diagnosed. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was transferred to the coronary care unit (ccu) for observation after drainage. There¿s no information regarding extended hospitalization, patient¿s outcome and physician causality opinion. No biosense webster, inc. Product malfunctions were reported. Multiple attempts have been made to gain clarification on this event with no response. Should any new information be obtained it will be assessed and processed accordingly.